Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a fluid leak caused by a fracture in the pump tubing. The cylinders and pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.